Event description:
This male patient with a history of previous CABG, previous carotid endarterectomy with recurrent stenosis, diabetes mellitus, and hypertension was admitted for carotid angiography which revealed a 70%, 30mm lesion in originating in the bifurcation of the left internal and the common carotid arteries, extending into the proximal and mid internal carotid artery. The patient was symptomatic at the time of the procedure. A 6mm angioguard device was advanced beyond the target lesion and the basket was successfully deployed. An 8.0 x 40mm precise stent was deployed without incident at the target site. The angioguard was retrieved without difficulty. Upon inspection, there was debris in the basket. The patient left angiography suite in stable condition with no neurological symptoms. Following the procedure, the patient experienced a step-like onset of aphasia and dysarthria. There was no evidence or hemiparesis, hemineglect, or hemitaxia. The patient was diagnosed with an ischemic stroke, and was discharged the following day with hospital stroke scale score of 7. At one month follow-up, the patient had a full recovery with a stroke scale score of 0.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.